Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a third surgery to fix the rods in her back; specifically, pedicle subtraction osteotomy, l4 and re-instrumentation, l1 to the pelvis. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. At a post-op follow-up, the patient was informed that the rods in her back broke for a second time. Post-operatively the patient underwent a revision surgery on (B)(6) 2009.